Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff replaced with a 4.5 cm cuff as the patient had occasional leakage. The patient noted that he was 90 percent dry, but wanted to increase the level of continence. Patient was scoped following the cuff exchange, and everything was functioning properly. The cuff coapted nicely and opened nicely. The patient fully recovered.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance and patient symptom allegations cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance and patient symptom allegations cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter 5.0 cm cuff replaced with a 4.5 cm cuff as the patient had occasional leakage. The patient noted that he was 90 percent dry, but wanted to increase the level of continence. Patient was scoped following the cuff exchange, and everything was functioning properly. The cuff coapted nicely and opened nicely. The patient fully recovered.